Event description:
A customer in (B)(6) notified biomérieux of an incorrect antibiotic susceptibility test result when testing an external quality control (nequas) using vitek® 2 ast-n195 test kit in conjunction with their vitek® 2 system (reference (B)(4)). The customer reported that they had tested a suspension of ecoli strain isolated from the quality control using vitek® 2 ast-n195 in conjunction with their vitek® 2 system and that they had obtained minimal inhibitory concentration (mic) values for ertapenem >0.5g/l indicating the microorganism to be susceptible to this antimicrobial agent. The customer reported the incorrect antibiotic susceptibility test result to the provider who informed the customer that the microorganism was resistant to this agent. There is no indication or report from the customer to biomérieux that the discrepant results led to any adverse event related to any patient's state of health. The nequas sample result is not directly associated with any patient, it is a proficiency sample. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to false susceptible ertapenem (etp) results on vitek® 2 v7.01 for neqas survey escherichia coli (distribution 4214 sample 4179) on ast-n195 and ast-n350 cards. Note: the biomérieux internal neqas sample was tested for the investigation. Identification of the neqas organism was confirmed and testing included one (1) card from two (2) lots of ast-n195 cards. Etp interpretation according to vt2 breakpoints (from eucast 2008): s </= 0.5 - r >/= 2 (same breakpoints as eucast 2018) the agar dilution (ad) reference method used for the development of the ertapenem (etp01n) development on ast: etp mic = 2 mg/l r. On vitek 2 v7.01 (aes parameters: global european based + eucast based): ast-n195 card results: the etp value (</= 0.5 mg/l) is in essential agreement error (gap >1 doubling dilution) with the reference mic (ad - 2 mg/l r). Susceptible customer results were reproduced in-house. Conclusion: the false susceptible results were reproduced in-house on ast-n195 and ast-n350 cards. The biomérieux study confirms an underestimation of ertapenem, which leads to very major errors of category on both cards. Atypical growth in the wells of vitek 2 cards. Note: only 22.4% of customers using automated testing methods got the correct result for this survey strain (etp r). A complaint review was performed. In addition, quality system (qs) review of the most recent quarterly trend report, q1 2018, did not identify this complaint as a systemic quality issue.